Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a triage ck-mb result= "2 point something" ng/ml as compared to a laboratory ck-mb result of 9.3 ng/ml on one patient. The clinical presentation of the patient and information regarding possible treatment was not provided. Although requested, no additional information was provided.